Manufacturer narrative:
This event was previously reported. See MFR. Report # (B)(4).

Event description:
It was reported that the electrode of the subcutaneous implantable cardioverter defibrillator (s-ICD) was pulled back. The field representative informed that the patient was hospitalized at a different healthcare facility, but next steps for patient care were unknown. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced, the s-ICD due to normal battery depletion, and the electrode was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that the electrode of the subcutaneous implantable cardioverter defibrillator (s-ICD) was pulled back. The field representative informed that the patient was hospitalized at a different healthcare facility, but next steps for patient care were unknown. The s-ICD system remains in service. No adverse patient effects were reported.